Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The axiem emitter failure was returned to the manufacturer for analysis. Analysis found that when attempting to attach the field generator to a known good axiem system, it was difficult to do so. The lemo connector didn't have any noticeable damage. Upon further examination, a bent pin, inside of the lemo connector, was detected, rendering it unable to be tested. Analysis found that the reported event was related to a electrical issue. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the emitter was not functioning. When plugged in, the site could hear it chirping, but it was red in emitter details and would not track. The site plugged in a different emitter and was able to track without issues. No patient present.

Manufacturer narrative:
The returned part was an axiem field generator. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the field generator. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial reporter corrected to (B)(6), a neuro nurse from the site. If information is provided in the future, a supplemental report will be issued.